Manufacturer narrative:
The bipap a40 pro, model# esx3100s19 is substantially similar to the bipap a40, model# 1111169 and will be reported in the united states under bipap a40 pro, 501k number: 121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The bipap a40 pro was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Error code e-96 was noted in the error log which engineering assumed to be related to a software issue. It was also confirmed that error code e-45 occurred while there was an issue writing to serial flash. Per engineering, via observation of the sd card contents that several months' worth of compliance data is missing as well. No ventilator inoperative was noted in the error/event log but was noted in the alarm log. It was confirmed that the device worked at the pil with no error codes or issues. Per engineering this event has been verified as a software issue and the extensive investigation has turned up evidence of a serial flash writes failing/hanging. This software issue is being further investigated and the unit is scrapped and being held for further evaluated. Currently a risk is being assessed and a CAPA is currently underway.